Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received several no deliveries on the insulin pump beginning (B)(6) and then a motor error alarm on (B)(6) 2014, possibly during basal rate insulin delivery. The customer's blood glucose was not known. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer stated that he did not wish to troubleshoot the no delivery alarm as the infusion set tubing got pinched in his belt while he was raking leaves. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.